Event description:
It was reported that during a vena cava filter placement, the head end of the transmitter had allegedly broken. It was further reported that it become entangled with the filter leg restrictor. Reportedly, it was not removed for time being and kept under observation. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2027).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One xray image was provided and reviewed. The image shows a filter in the inferior vena cava in the correct position and configuration. The pusher rod is separated from the delivery system and appears to be entangled in the filter. Therefore, based on the image review the investigation is confirmed for the reported detachment as the pusher rod is separated from the delivery system and appears to be entangled in the filter. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the head end of the transmitter was allegedly broken. It was further reported that it become entangled with the filter leg restrictor. Reportedly, it was not removed for time being and kept under observation. There was no reported patient injury.